Manufacturer narrative:
Several attempts were made by device MFR to obtain status of device return. These efforts however were unsuccessful. If device should be returned to zoll circulation, a supplemental report will be filed.

Event description:
It was reported that two autopulse batteries with (B)(4) experienced ongoing low run time issues. No adverse event was reported. MFR report # for battery (B)(4)is 3003793491-2012-00081.